Manufacturer narrative:
The procedure of replacing a worn sample/washer syringe seal tip #1. This corrected an issue seen by the cusotmer of erratic filling of sample cuvettes after being washed. Subsequent instrument operations and test results were acceptable. This issue is addressed in the aeroset operations manual: ln: 09d06-05 pn: 200155-101, november 2004: section 9: service and maintenance, quarterly maintenance procedures overview: syringe seal tip (1 & 2) and o-ring replacement (on sample, reagent and wash solution syringes). Customer-responsible maintenance procedure - performed 4x per year: seal tips and o-ring removal and replacement procedure: step 4: installation of o-ring and seal tips. Seal tips must be carefully installed in the exact order and orientation described. Seals can be damaged allowing bubbles and/or leaks that could interfere with accurate sample and reagent pipetting. O-ring must be carefully installed in the orientation described. O-ring must be carefully installed in the orientation described. O-ring can become twisted or dislodged allowing bubbles or leaks that could interfere with accurate sample or reagent pipetting. The procedure requires the syringes be primed with water prior to usage. In addition, syringes mus be observed for leaks and/or bubbles, that indicate loose connections, improperly assemble syringes or damaged syringe components. Troubleshooting of sample/reagent syringe bubbles/leaks is covered. Troubleshooting and diagnostics, observed problems, sample/reagent syringe leaks and sample/reagent syringes have bubbles. Controls are required to be run and recalibration may be necessary after quarterly maintenance is performed. Troubleshooting and diagnostics, observed problems, erratic results, precision is poor. Probable causes: scheduled maintenance is due. Bubbles in syringes and tubing. Tubing is crimped. Reagent arm tubing has dark discoloration / fibrin. Red blood cells or particulate matter in sample. Sample or reagent probe partially obstructed. Sample or reagent probes are leaking or dripping. Water bath is dirty. Damaged sample or reagent probe. Cuvette segment screws are loose. Cuvettes are dirty. Incorrect cartridge size configured. Empty reagent cartridges not removed. Mixer malfunction. Cuvette washer malfunction. This is a final report.

Event description:
A patient's aeroset magnesium assay result of 0.8 meq/l was questioned by a nurse. The sample retested at a value of 2.3 meq/l. Controls were within specifications. There is no impact to patient management reported.